Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor and collagen had been deployed, and the suture was found to have been cut. The collagen was tamped down, and both the black indicator and the clear stop were visible on the suture. The complaint can be confirmed for device pullout. An exact root cause cannot be determined. The likely cause is excessive tension on the suture during tamping. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex requested, not provided. Weight requested, not provided. Ethnicity requested, not provided. Race requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the user performed the steps for placing an angio-seal device. Unfortunately, when the device was withdrawn, the anchor was pulled out of the puncture site. It then became stuck at skin level. A small skin incision had to be made to retrieve it. This was followed by closure by manual compression. The patient was not harmed. Manual compression was performed, this worked well, no harm or loss of blood. Procedure performed was a percutaneous transluminal angioplasty (pta). A procedural sheath prior to the device was a 6fr. Hemostasis was achieved by 15 minutes of manual compression. It was a right femoral artery puncture. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion the device pulled-out without any resistance. Estimated blood loss was not greater than 250cc. Patient was in stable condition and not affected. No patient consequences. There was no other equipment or devices was use with the reported product.